Manufacturer narrative:
H:11 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the patient that the safety mechanism failing to activate during the removal of a safestep needle. There was no reported patient injury. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism was confirmed to be caused by a bent needle. However, the exact cause of the bent needle remains unknown. The product returned for evaluation was one 22g safestep infusion set w/o y-site. The returned product sample was evaluated and the needle was observed to be bent at two locations. The following observations were noted during the sample evaluation: ¿ usage residue was seen on the sample which proved that the product had experienced at least some use ¿ one bend in the needle had occurred near the needle base ¿ one bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access ¿ the tip of the needle bevel appeared unremarkable an attempt to advance the safety over the needle tip was unsuccessful as the safety could not pass the bent regions of the needle. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. This complaint will be recorded for future trending and monitoring purposes.